Event description:
The intended procedure was a gastroscopy and the procedure was finished with another scope.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the peeled off coating on the objective lens had caused the shadowy image as the degree of peeling would not allow light to pass through it. The cause for the peeled coating could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had a noisy image and the subject couldn't be recognized. The issue was found during reprocesing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the protector was scratched, the light guide tube was scratched, switch 1 was scratched, the switch box was scratched, the entire image was shadowy and the object could not be recognized. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.